Event description:
It was reported that during a meniscur repair fast fix t1 and t2 anchors deployed at the same time. The procedure was completed successfully with a backup device and no significant delay or further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned for evaluation. The delivery needle is bent. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was likely advanced during deployment of t1 causing the premature deployment of t2. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.